Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified wearable issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. The patient experienced an unknown senor error, after which she got hospitalized. The day of the event (B)(6) 2025, the patient experienced an unknown sensor error, and the cgm display read ¿start new sensor¿. The patient experienced hypoglycemia but was unable to recall the symptoms. The patient was rushed to the hospital by their husband around 6:00pm on the same day as the error occurred. The patient received intravenous treatment. The patient was discharged after spending 3 days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling okay. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.